Manufacturer narrative:
Hand grips.

Event description:
It was reported by service report that a grip on the foot end has moved and is now blocking the release handle. No pt involvement or adverse consequences are reported.